Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10094. The pt received the scs device consisting of 2 leads (same lot) and 2 anchors (same lot) on (B)(6) 2011. It was reported that the physician removed and replaced the pt's two scs leads due to high impedance. Upon removal, the physician reported that both leads were fractured at the distal end of the scs lead anchors.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. Lead a had a kink with all wires broken 7cm from the stimulation end. Lead b also had a kink 6.5cm from the stimulation end, but no fracture was observed. As received, one of the returned leads revealed a cam mark and a fracture with all wires broken. The cam marks (compression marks) on the lead from the swift lock when aligned to the swift-lock anchor placement showed the fracture was at the distal end of the anchor. The other lead had similar damage, but was not fractured and exhibited normal device characteristics. Microscopic inspection of the returned product revealed compression marks on both leads. The swift-lock anchors functioned as designed. It is thought that the damage observed was most likely induced while the device was implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.